Event description:
It was reported, the patient had neuromas around the ipg site that were still healing from surgery. Follow-up information identified the patient had pain at the ipg implant site. It was reported, the physician had advised the patient the issue should heal with time. The stimulation was not affected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.